Manufacturer narrative:
The sp access port kit has not been returned for failure analysis evaluation. A review of an image provided by the customer shows a septum from an access port chamber that appears to have become dislodged.

Event description:
It was reported that at the end of a da vinci-assisted pyeloplasty procedure and after all the instruments were taken out, a seal from a access port kit snapped and a fragment fell inside the patient. The fragment was retrieved with a grasper and was pulled out through the existing port incision. The patient did not have any complications due to this situation and is doing well in postoperatively.